Event description:
It was reported that the patient infusion set became caught on the patient hand and was subsequently pulled out on (B)(6) 2025. The patient experienced issues with three infusion sets.

Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.